Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, an FDA medwatch notification was received via email. A facility representative reported that during a shoulder surgery involving knotless fibertech anchors, a small metal tip from the anchor inserter broke off inside the patient¿s shoulder. The broken tip was not initially noticed during the procedure. The patient developed symptoms approximately two years postoperatively. An x-ray confirmed the presence of a thin, flat metal fragment in the shoulder. The fragment was successfully removed during a follow-up procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes misaligned insertion and/or prying or levering the device, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.